Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a thr the femoral head/neck impactor broke while impacting the head. Instruments inside the patient. The procedure was completed without delay using a smith-nephew back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The visual inspection of the returned head impactor tip confirms the black tip is broken. The broken piece was not returned with the device. The device shows significant signs of use. The device was manufactured in 2018. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.